Event description:
It was reported that they might have already been notified of this, but they discovered a catheter that says ¿coude tip¿ on the description number on the packaging but was not a coude tip on the catheter, itself.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photos, it was observed a catheter inside an unopened package. No functional testing could be performed due to only photos attached in the trackwise. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be due to operator error that failed to detect cosmetic defect. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they might have already been notified of this, but we discovered a catheter that says ¿coude tip¿ on the description number on the packaging but was not a coude tip on the catheter, itself.